Manufacturer narrative:
The investigation for the ventricular tachycardia has been completed. According to clinical details, on the fifth day of impella cp support, the patient also suffered a large seizure. This was followed by two episodes of vtach/vfib that required multiple drugs and three shocks on the external defibrillator. The pump was then repositioned due to it being placed against the posterior wall. The next day the patient was escalated to an impella 5.5 device. The impella was returned for evaluation. Product evaluation confirmed the presence of no abnormalities. Data log evaluation confirmed all 5s parameters were within normal spec. As the necessary information was not provided, the root cause of the vt/vf was not determined. The instructions for use for the impella cp with smartassist system lists ventricular arrythmia has an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old female patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support the patient experienced two episodes of ventricular tachycardia/ventricular fibrillation requiring multiple drugs and three shocks on external defibrillator. The impella was pulled back 1 centimeter due to the pump being against the posterior wall. The patient was reported as stable.

Event description:
The complainant also reported that the patient was on impella cp support when the aortic sensor had an issue. There were no readings after insertion. The representative attempted to fix the issue, however, it was reading 20 points lower than the arterial line. The staff monitored and support continued.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. According to the clinical, shortly after the impella cp device was placed no aorta (ao) reading was being recorded. The representative was called in and fixed the ao reading only for it to be 20 points lower than the radial arterial line. On the fifth day of impella cp support, the patient also suffered a large seizure. This was followed by two episodes of ventricular tachycardia/fibrillation that required multiple drugs and three shocks on the external defibrillator. The pump was then repositioned due to it being placed against the posterior wall. The next day the patient was escalated to an impella 5.5 device. Product evaluation confirmed the presence of no abnormalities. Data log evaluation confirmed all 5s parameters were within normal spec. However, the initial offset value was extremely high. Upon further investigation it was discovered that there was an optical sensor offset error with this pump. Both the pumps before and after did not have the offset error. The cause of the optical signal issue was an offset error. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Update b5 to include optical signal issue description. Update h6 to include optical signal issue. B7 updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.